Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection occurred at the incision or pocket area involving the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI). The lead insertion site opened after the patient experienced an unrelated fall on their back approximately one month prior. Antibiotics were required to address the infection. The physician subsequently cut both leads at the incision site, resulting in partial explant of the leads while leaving the battery and remaining cut lead in place. The issue was resolved.